Event description:
Staff unable to get EKG tracing with mde-prism. EKG patches and cable changed with still no tracing. New unit obtained, operation verified, then hooked up to pt using new EKG patches. Tracing after 30 seconds. Process took 30 minutes during which no EKG rhythm observable. Pulse ox provided hr in the 120-140's. Unable to appropriately care for pt when troubleshooting equipment. Unit sent to inhouse biomedical engineering dept. For evaluation. Unit was tested with pt simulator. Was not able to duplicate lack of EKG waverform. Users possibly had bad cable, leads or patches. Replaced EKG cable with new one as a precaution. Tested operation with new cable, o.k. And was placed back in service.